Event description:
It was reported that orange foreign matter was found on the bd insulin syringe's bd ultra-fine¿ needle during use.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that there is orange matter on the needle. The returned syringe was examined and exhibited an orange piece of material on the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The analysis shows that this material is most likely polyethylene mixed with silicone. A review of the device history record was completed for batch# 6291855. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. This fm likely represents what we call ¿angel hair¿. This is created when we move components from one line to another via the tube ¿pea shooters¿. This is a pressurized tubing transport system made of polyethylene plastic; as the components move through the pea shooters, occasionally small fragments of the plastic tube are stripped off and form this angel hair. In this case, it most likely found it¿s way into the shield and ultimately onto the cannula. There are various efforts within the plant to try and help reduce and hopefully eliminate this, however, it is an inherent portion of the process at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that orange foreign matter was found on the bd insulin syringe's bd ultra-fine¿ needle during use.